Event description:
Patient was being weaned from vasopressin. The syringe pump infusion rate was being gradually decreased until one setting was entered that resulted in an audible alarm and the displayed message "system failure: critical data block bgnd test". A replacement pump was obtained, but it also generated an alarm and failure message when the same settings were entered. The patient's entered weight was changed, which allowed continued operation without any problems. At least four pumps were tested, and it was confirmed that one particular drug library entry (i.e., vasopressin 200 milliunits/ml), with a patient weight of 3.87 kg and a rate of 0.56 munit/kg/min, would result in an audible alarm and the above failure message. The pump operated properly at a rate of 0.57 or 0.55 munit/kg/min, or at 0.56 munit/kg/min if a different patient weight was entered. The pump that failed during patient use has been removed from use pending the manufacturer's investigation.======================manufacturer response for syringe infusion pump, medfusion (per site reporter).======================manufacturer has requested to obtain the pump for evaluation.